Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The system would not boot up. As soon as the system was turned on it beeped and never got passed the "system booting, please wait" message. All connections on the atp board were reseated and the ias config file was loaded from the last preventative maintenance (pm). The system passed system checkout and was functioning as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that preventative maintenance (pm) was being requested. There was no patient involvement.